Event description:
Patient reported obtaining a blood glucose result of 157 mg/dl, while using the suspect device. Patient indicated that, based on this value, he injected insulin (amount not provided). Two minutes later, patient reportedly began experiencing symptoms of hypoglycemia ("woozy and seeing dots"). Patient retested blood glucose with back-to-back results of 129 mg/dl, 84 mg/dl, and 194 mg/dl. Patient self-treated by drinking orange juice. Patient stated that quality control testing had been performed on the system; however, he did not provide the date or results. Technical support requested the return of the suspect product and replacement product was shipped.